Event description:
It was reported to me that our biopsy guns haven¿t been firing correctly. Per dr. [Redacted name] it has happened 2/3 times within the last week. Per md, no patient harm but product is malfunctioning (not firing correctly; outer sheath not coming out) leading to prolonged biopsy retrieval and the team needs to open/use additional products. Bard max-core disposable biopsy instruments with similar lot numbers were pulled from the shelves. Materials management notified and product(s) sequestered by management.